Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during colon cancer surgery , when severing colonic tissue, after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.